Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk, corroded battery tube and corroded battery cap contact. However, the insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery or motor error alarms noted; the motor was tested outside the device and passed. The operating currents are within specifications. The insulin pump had cracked case at the display window corners, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was diabetic ketoacidosis. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown mg/dl. The customer's pump was exposed to MRI and x-ray. The customer received 2 motor errors. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.